Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm vollure¿ xc, juvéderm volbella® xc, and juvéderm voluma® xc; about 2 months later, patient developed ¿severe allergies to product,¿ ¿late onset nodules,¿ ¿swelling, hardness of product and perforation of skin.¿ hcp reported patient ¿flew on a 14-hour flight and the pain got worse.¿ patient also felt pain in the lips and upper cheeks. Treatment consisted of vitrase, and steroids. No further information provided. Event resolution is unknown at this time. This is the same event and the same patient reported under MDR ID # 3005113652-2020-00021 ((B)(4)) and MDR ID # 3005113652-2020-00019 ((B)(4)). This MDR is being submitted for juvéderm volbella® xc.